Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units transducer is not calibrating. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(impact).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units transducer is not calibrating. There was no patient involvement reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump(iabp) unit was not able to calibrate the trasducer. A getinge field service engineer(fse) investigated customer complaint and verified helium calibration error. Completed full calibration. Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use. Fse then completed full calibration. Unit passed all functional and safety test per factory specifications. Returned to customer and cleared for use. There was no patient involvement.